Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2011. Mesh removal occurred on (B)(6) 2012. See (B)(4)- patient's legal representative stated continued incontinence, uti, dysuria, spotting, granulation tissue.